Event description:
It was reported that this pacemaker recorded an alert for remote monitoring disabled. There was a data discrepancy as the eri date was (B)(6) 2000 and the device was last interrogated on (B)(6) 2025. Technical services (ts) was consulted, and in office interrogation was requested to analyze the data stored in the device. No adverse patient effects were reported. This device remains in service. Additional information was received indicating that the patient with this pacemaker system experienced an infection. A system extraction procedure has been scheduled; however, available information indicates this system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker recorded an alert for remote monitoring disabled. There was a data discrepancy as the eri date was january 2000 and the device was last interrogated on (B)(6) 2025. Technical services (ts) was consulted, and in office interrogation was requested to analyze the data stored in the device. No adverse patient effects were reported. This device remains in service. Additional information was received indicating that the patient with this pacemaker system experienced an infection. A system extraction procedure has been scheduled; however, available information indicates this system remains in service. No additional adverse patient effects were reported. Additional information was received indicating that the system was explanted at the scheduled date. This system has not been returned. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker recorded an alert for remote monitoring disabled. There was a data discrepancy as the eri date was january 2000 and the device was last interrogated on (B)(6) 2025. Technical services (ts) was consulted, and in office interrogation was requested to analyze the data stored in the device. No adverse patient effects were reported. This device remains in service.